Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿clipping and polyglycolic acid sheets and fibrin for duodenal perforation during eus examination a case in which a gluing technique was effective ¿. The literature reported the result of a female patient of the endoscopic ultrasound-fine needle aspiration (eus-fna) procedure using olympus gastrovideoscope gf-uct260. In the subject cases, bleeding and perforation occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit a medical device reports (MDR) depending on the event.